Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence with multiple cartridges. Reportedly, the cartridge and syringe needle were changed to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 170 mg/dl.